Event description:
Boston scientific received information that this transvenous lead had exhibited about 2,000 ohms pace impedance after the patient reported having tripped and fell. A lead safety switch did not occur as a result. Lead sensing was noted at about 8 millivolts and threshold at 1.4 volts. Further troubleshooting was to be done. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
To date, this lead remains actively in service. As new information becomes available, this report will be further evaluated and updated.